Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "the doctor performed his first case with the new system, in which he treated a previously failed plate / case of nonunion with a long ø 12 x 320 mm femoral nail retrograde with use of standard and advanced locking screws as well as the proximal targeting device. As per sales rep: "the previous failed device was stryker but ultimately, patient bmi was substantial and plate length was not sufficient to treat the fracture."